Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine follow-up, interrogation revealed oversensing noise resulting in inhibited pacing. Noise was attributed to the time the patients arm jerked while walking the dog. Noise was reproducible by arm movement but could not be reproduced by pocket manipulation or isometrics. The lead was explanted and replaced. No further information is available.